Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during an implant procedure, the attempted right ventricular (rv) lead showed undersensing r-waves. During repositioning of the rv lead, the stylet could not be advanced. The lead was removed and replaced. No patient complications have been reported as a result of this event.